Event description:
Caller reported a malfunction on pump, specifically malfunction code 1, without any notable events occurring prior. There was no adverse impact to customer's blood glucose level. After initial troubleshooting and resetting of pump failed to resolve issue, technical support decided to send a replacement pump. Meanwhile, customer was advised to temporarily use multiple daily injections as a backup therapy. Customer was informed about the steps for returning malfunctioning pump and acknowledged receipt of instructions to set up replacement, including how to program settings and connect a continuous glucose monitor.